Event description:
It was reported that approximately four years and eleven months following the implant of the transcatheter bioprosthetic pulmonary v alve, the five-year core lab radiography showed moderate frame deformation at the inflow of strut five and six. No interventions or impact on the patient were reported.

Manufacturer narrative:
Updated data: h3. H6. Product analysis image review: the suspect valve remains implanted; however, procedural images (including echocardiogram) were submitted to medtronic for review. Review of imaging showed a mild flow acceleration across the suspect valve with a peak velocity of 2.6 m/s and a mean gradient of 13mm hg. There was no obvious pulmonary regurgitation and no paravalvular leak noted. The device appeared well seated in an annular position; however, the device appeared deformed in the inflow region of the valve frame. Mild right ventricular enlargement with preserved function was noted with mild-moderate tricuspid regurgitation and an estimated right ventricular systolic pressure of 25mm hg plus central venous pressure. Left ventricular size and systolic function appeared within normal limits. Conclusion: the suspect device appeared well seated with no notable regurgitation and a mild trans-valvular gradient. A small section of the struts at the inflow portion of the valve frame (rows 5/6) had an atypical shape and appeared distorted. The rightward aspect of the inflow struts was pushed upward. The valve appeared stable and did not show excess cyclic deformation. Without review of comparison angiogram, medtronic could not discern whether this was a change since implant or not. Upon review of echocardiogram images, turbulence starting at the junction of rows 4-5, near the distorted area was observed. The mean gradient was approximately 13mm hg, and likely not high enough to merit intervention. Frame anomaly events are typically related to patient anatomical factors (i.e., calcification level, annulus anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). In this case, no root cause could be determined. The complaint investigation determined this event was foreseen in risk management and included in monitoring/trending. Corrected data: h6. Annex a code additional codes. Annex f code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately four years and eleven months following the implant of the transcatheter bioprosthetic pulmonary valve, the five-year core lab radiography showed moderate frame deformation at the inflow of strut five and six. No interventions or impact on the patient were reported.